Event description:
As reported to coloplast though not verified, pt implanted with virtue and experienced urinary retention leading to two additional days of hospitalization.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.